Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stapling stomach, the surgeon was able to press the green button but the stapler able was unable to fire and was unable to be squeezed by the surgeon. The surgeon took another stapler to resolve the issue and complete the case. There was no patient injury.